Event description:
It was reported that the device triggered a back up reset, or a partial power on reset (por). The patient presented to the clinic and the device was interrogated and restored to the programmed parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).